Event description:
The customer reported experiencing difficulty with the pump's quick bolus/wake button, which required multiple presses to turn on the pump screen. There was no adverse impact to the customer¿s blood glucose level. Although the customer could temporarily continue using the current pump, the technical support team decided to replace the pump to resolve the issue.